Event description:
Caller reported a malfunction on the pump with malf 12 code, occurring at least three times without any notable events prior to the malfunctions. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Cts resolved the issue by sending a replacement pump with updated software and providing instructions for putting the current pump into storage mode before returning it. The caller acknowledged the instructions and understood the steps required upon receiving the replacement pump.